Event description:
Ez io infusion drill "bogged" down and was unable to gain io access on a cardiac arrest, this in turn, delayed the administration of emergency medications. I spoke with (B)(4) (parent company of arrow, who manufactures and distributes the drill) they stated if the battery indicator light on the back of the drill was "green" when the trigger is depressed for a few seconds then the drill is in working order. The drill in question has a green light when the trigger is depressed and stays green for at least 1 minute when tested by (B)(4) logistic department. I asked if there was a way to test the drill, only option is to send it to them and have it placed on a computer for evaluation, which destroys the drill. They stated there is no way to test the rpm or torque to see if the drill is still usable in the field. We opted to place the drill out of service and currently awaiting the return authorization for evaluation.